Manufacturer narrative:
The user did not provide us with faulty device as well as with anymore details such us dates of the testing, miscarriage etc. The user called us again and said that she did not have regular periods and did not know when her period is due, so might have conducted the test at the wrong time. Further conversation with the product specialist revealed that user did not read instruction for use carefully and could not confirm that she had read the results correctly. A false negative has not been established as cause of the incident. Corrective action is not required as the root cause of the incident was not established. (B)(4). As the incident happened in (B)(6) we sent manufacturer's incident report to (B)(6) on 13 of may 2016 and final decision from the agency was to not investigate the incident.

Event description:
User called and stated that she had used clearblue plus pregnancy test and had negative result some time ago. Based on the result she carried out on drinking. After few days she did another pregnancy test and got positive result. Later in hospital she was confirmed to be (B)(6) pregnant and had miscarriage. The user mentioned that test window turned yellow, which may suggest oversampling. However it was impossible to confirm oversampling as the test was discarded straight away by the user.